Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." ¿material sensitivity reactions.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-07860 and -07862).

Manufacturer narrative:
Evaluation of the returned device found that the backside of the liner and the morse taper of the liner showed minor discoloration but no evidence of fretting or wear. The articular surface of the liner showed appreciable discoloration. Much of this discoloration appeared to be residue from steam autoclave sterilization prior to the components being received in the laboratory. The superior side of the articular surface appeared polished and showed some parallel light scratches near the edge. Wear was visible on the edge of the articular surface. It is possible that this edge wear might have occurred due to dislocation or subluxation of the head. The inferior side of the articular surface showed discoloration and scratching. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.

Event description:
It was reported that the patient underwent a total hip arthroplasty (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to allegations of pain. It was further reported that metallosis and a retrograde cup consistent with impingement were noted during the revision procedure. The invoice history could not be reviewed due to lack of information provided.